Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. D1: corrected h6: corrected investigation clinical codes. H10: 1038671-2025-01126, 1038671-2025-02587, 1038671-2025-02007, 1038671-2024-04495, 1038671-2023-01117.

Manufacturer narrative:
(D10) concomitant devices: 322-36-03 - 145-deg pe 36mm hum liner +2.5: (B)(6) 322-10-00 - humeral adapter tray, +0: (B)(6) 320-01-36 - 36mm glenosphere: (B)(6) 320-15-06 - rs glenoid plate ext cag +10mm cage peg: (B)(6). (Device retained from (B)(6) 2023 surgery). 320-15-05 - eq rev locking screw: (B)(6). 308-02-13 - 13x120mm distal stem modular cemented: (B)(6). (Device retained from (B)(6) 2022 surgery). 308-05-27 - distal fixation ring ha 27.5: (B)(6). (Device retained from (B)(6) 2022 surgery). 308-10-00 - med prox body +0: (B)(6). 308-15-01 - taper locking screw 0: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial hemi shoulder replacement on the right side with exactech devices. Approximately 5 years following, the patient was revised to non-exactech devices for an unknown reason. The patient was then revised back to exactech devices 19 years after initial implantation, but experienced aseptic glenoid loosening to which another revision was performed. Subsequently, the patient is now experiencing a dislocation. Patient presented to post operative appointment with anteriorly dislocated shoulder. As a result, approximately 1 month after last revision procedure, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.